Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased capture threshold was observed during device replacement due to eri. The lead was capped and replaced on (B)(6) 2016. Patient condition was stable post-procedure.